Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found. It could not be determined at time of inspection, but likely the blood in the overlaying tubing and the lobes restricted deployment. Upon inspection it was noted that the defib conductor of the lead was distorted/fractured. Upon visual inspection it was noted that the lead was damaged during the implant process.

Event description:
It was reported that during the implant procedure the starfix lead lobes were deployed, the lead moved after slitting off the coronary sinus catheter. The lobes were undeployed and the lead repositioned. The operator was then unable to redeploy the lobes of the lead. The lead was not implanted. No patient complications have been reported as a result of this event.